Event description:
It was reported that the procedure was to treat the obtuse marginal branch with moderate calcification, moderate tortuosity and 90% stenosis. The 2.0x12 mm trek balloon was used for pre-dilatation, but the balloon ruptured during the first inflation at 8 atmospheres. The patient was treated with a non-abbott balloon (cutting balloon). There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.